Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately six weeks post implant that the patient developed an infection. The implantable pulse generator (ipg) system was removed. Medication was administered. No further patient complications have been reported as a result of this event.